Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024, and suture was used. The needle broke off the suture when handing it off the scrub nurse. The suture was lost for 30 minutes. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle detach/broke off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.